Event description:
On (B)(6) 2011, patient reported having issues with his top arrow button on the infusion device not functioning properly. Patient stated, he has had this issue for the past few days. Patient reported, he discovered the issue while attempting to deliver a bolus. Patient stated, the button does pop back out after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.